Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An adhesive issue was reported with the abbott diabetes care (adc) sensor. The sensor prematurely detached after less than one day of wear and the customer was unable to obtain readings and monitor glucose levels. As a result, customer was asymptomatic before a loss of consciousness and seizure and was unable to self-treat, requiring third-party treatment of glucagon (does unspecified) by a non-healthcare professional before being taken to the hospital emergency room. As the hospital a healthcare professional performed a blood glucose measurement with result of 40 ng/dl before providing unspecified third-party treatment for a diagnosis of hypoglycemia. No further details were provided. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. No physical damage was observed on the returned sensor patch and no issues were observed with the returned sensor adhesive. No malfunction or product deficiency has been identified. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor kits were reviewed and the dhrs showed the libre sensor kits passed all tests prior to release. Section d4 (expiration date) and h4 (device mfg date) were updated based on returned product download.  Section d4 (serial number) was updated from (B)(6). All pertinent information available to abbott diabetes care has been submitted.

Event description:
An adhesive issue was reported with the abbott diabetes care (adc) sensor. The sensor prematurely detached after less than one day of wear and the customer was unable to obtain readings and monitor glucose levels. As a result, customer was asymptomatic before a loss of consciousness and seizure and was unable to self-treat, requiring third-party treatment of glucagon (does unspecified) by a non-healthcare professional before being taken to the hospital emergency room. As the hospital a healthcare professional performed a blood glucose measurement with result of 40 ng/dl before providing unspecified third-party treatment for a diagnosis of hypoglycemia. No further details were provided. There was no report of death or permanent injury associated with this event.